Manufacturer narrative:
Updated fields: b4,g1,g3,g6,h2,h6(type of investigation,investigation findings, investigation conclusion, component code)h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed that the machine could not be charged due to battery aging. The battery needed to be replaced. A quote was given to the customer, but the customer said that they would not repair it for the time being. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) could not be charged during preventive maintenance. There was no patient involvement and no personal was injured.

Manufacturer narrative:
A supplemental report will be submitted once the investigation is completed.